Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The customer stated this was reported to cfda on 8/31/2016 against the sterrad® 100s. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, concomitant product evaluation and system risk analysis (sra). The DHR, trending analysis by lot and retains testing could not be reviewed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. The fse did note that while onsite he cleaned the chamber of the sterrad unit and the customer trays. The assignable cause was likely attributable to the use of dirty trays and the chamber of the sterrad unit. A review of the service history for the sterrad showed no additional reports of ci color issues have occurred since the fse went onsite and cleaned the trays and chamber of the unit. The issue will continue to be tracked and trended.